Manufacturer narrative:
Additional information: g3, h3, h6. -one unpackaged ar-13995n was received for investigation. -visual inspection of the scopion-multifire needle noted that the tip was broken off. -functional testing was not performed due to the damage to the device. The most likely cause is user error. Per dfu-0392-sub, to help avoid needle breakage and potential patient injury: do not resterilize or reuse the scorpion suture passer needle. Avoid striking bone or using excessive force to pass the needle through fibrous/calcific tissue. If excessive force is encountered, replace the needle, reposition the device and pass in a different area. Ensure a secure grasp of tissue to prevent the needle from buckling under the tissue. Avoid "dry" repetitive actuations outside the surgical site. Abrasion of the needle surface can occur that may inhibit proper function. -refer to investigation photos. -complaint allegation is confirmed.

Event description:
It was reported that during an arthroscopic shoulder surgery the tip broke. All parts were retrieved. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.